Event description:
Reportedly, the sales rep received the information that the system is scheduled to be explanted on (B)(6) 2025. The system was explanted on (B)(6) 2025 due to abnormal impedance was observed on the ventricular lead and a ventricular perforation was suspected. There were no files and no returned products.

Event description:
Reportedly, the sales rep received the information that the system is scheduled to be explanted on (B)(6) 2025. The system was explanted on (B)(6) 2025 due to abnormal impedance was observed on the ventricular lead and a ventricular perforation was suspected. There were no files and no returned products.

Manufacturer narrative:
UDI number not applicable for this device (d4) the device ICD platinium dr (sn: (B)(6)) was implanted on 2022. The atrial lead (petite 52, sn : (B)(6)) and the ventricular lead (isoline 2cr-6, sn : (B)(6)) were previously implanted in 2012. The system was explanted on (B)(6) 2025. Analysis of the remote file dated 01 june and 03 august 2025 revealed : - normal battery curve and estimated longevity more than 10 years on 03 aug 2025 - no episode recorded - right ventricular lead impedance is slightly fluctuating in a correct range (around 900 ohms) between 13 december 2024 and 03 august 2025 (in particular between january and march 2025) - rv and svc coil continuity is fluctuating in a correct range (around 900-1000 ohms) between 13 december 2024 and 03 august 2025 (in particular between january and march 2025) - atrial lead impedance is not available (due to ddi programming) as the rv lead was not returned, no further investigation could be performed. Based on available data, an issue on the rv lead cannot be excluded. It should be noted that a field safety notice was issued on isoline leads in january 2013 related to internal insulation breach.

Event description:
Reportedly, the sales rep received the information that the system is scheduled to be explanted on (B)(6) 2025. The system was explanted on (B)(6) 2025 due to abnormal impedance was observed on the ventricular lead and a ventricular perforation was suspected. There were no files and no returned products.

Manufacturer narrative:
The device ICD platinum dr (sn: (B)(6)) was implanted on 2022. The atrial lead (petite 52, sn: (B)(6)) and the ventricular lead (isoline 2cr-6, sn: (B)(6)) were previously implanted in 2012. The system was explanted on (B)(6) 2025. Analysis of the remote file dated (B)(6) and (B)(6) 2025 revealed : - normal battery curve and estimated longevity more than 10 years on (B)(6) 2025 - no episode recorded - right ventricular lead impedance is slightly fluctuating in a correct range (around 900 ohms) between (B)(6) 2024 and (B)(6) 2025 (in particular between (B)(6)and (B)(6) 2025) - rv and svc coil continuity is fluctuating in a correct range (around 900-1000 ohms) between (B)(6) 2024 and (B)(6) 2025 (in particular between (B)(6) and (B)(6) 2025) - atrial lead impedance is not available (due to ddi programming) as the rv lead was not returned, no further investigation could be performed. Based on available data, an issue on the rv lead cannot be excluded. It should be noted that a field safety notice was issued on isoline leads in (B)(6) 2013 related to internal insulation breach.